Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to heart and the struts perforated into organs and embedded in wall of the inferior vena cava. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. Detached limbs were retrieved percutaneously; however, one limb remains in the lung and one limb remains in the heart. The patient reportedly experienced pulmonary embolism post limb detachment; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and eight months of post filter deployment, an inferior vena cavogram was performed and it revealed that the filter struts outside the caval wall. After one year and seven months, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed that the filter was noted with several limbs protruding outside of the inferior vena cava and one of the legs bent cephalad. After one week, an inferior vena cavogram was performed and it revealed there are multiple struts of the filter protruding through the wall of the vena cava. At least 2 or 3 of these struts appeared to be touching the wall of the aorta. A single strut extends in a cephalic direction. After two months, the patient visited the hospital for consideration of removing 11-year-old inferior vena cava filter to prevent further long-term complications. X-ray examinations revealed migration of the filter, chronic indwelling of inferior vena cava filter with tip embedded along the posterior wall, linear metallic density was seen projecting over the medial liver, likely in the intrahepatic inferior vena cava, possibly representing a fractured leg of the inferior vena cava filter, and multifocal penetration into the retroperitoneum and adjacent vertebral body. There are multiple fractured and embolized components including a fragment in the retroperitoneum, a fragment in the right lower lobe of the lung, and a fragment within the right ventricle. After two months, a computed tomography (CT) abdomen and pelvis was performed, and it revealed there was an inferior vena cava filter within the distal inferior vena cava with tip embedded within the posterior wall of the inferior vena cava. There are 5 long struts of the filter which are intact but at least 3 penetrate the caval wall. One long strut was fractured and lies anterior to the inferior vena cava. There are 2 intact short stabilizing struts which was also penetrate the caval wall. Three short stabilizing struts have embolized into the lungs on the left and 2 on the right. Another short stabilizing strut has embolized into the right apex of the heart. After two months, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Rigid forceps were used to dissect free the embedded filter apex and then filter was removed. The rigid forceps were again used to engage a filter arm fragment embedded along the inferior vena cava wall. The filter arm was successfully removed. Therefore, the investigation can be confirmed for the alleged perforation of the inferior vena cava, filter migration, filter limb detachment and material deformation. However, the investigation is inconclusive for the alleged filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Two days post filter deployment, the patient was admitted with diagnosis of pulmonary embolism. Approximately ten years post deployment, the patient underwent two unsuccessful filter retrieval attempts. Approximately ten years and six months post deployment, x-ray revealed migration of the filter, multifocal penetration into the retroperitoneum and adjacent vertebral body. Two months later, CT venogram demonstrated ivc filter with tip embedded within the posterior wall of the ivc and at least 3 legs penetrating the ivc wall. One leg was fractured and lied anterior to the ivc, 3 struts were embolized into the lungs, and another strut was embolized in to the right ventricular apex of the heart . Two months later, an attempt was made to retrieve the filter. Rigid forceps were advanced and embedded ivc filter apex was freed by dissecting and underwent successful complex retrieval of ivc filter. Therefore, the investigation can be confirmed for perforation of the ivc, filter migration, limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per the medical records, multiple unsuccessful attempts were made to retrieve the filter. The filter apex was noted to be embedded in the ivc wall. Rigid forceps were advanced and embedded filter apex was freed by dissecting and the filter was retrieved. The embedded filter apex could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Only use the recovery cone removal system to remove the recovery filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2007), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated into organs, and migrated to the heart. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. Detached limbs were retrieved percutaneously; however, one limb remains in the lung and one limb remains in the heart. The patient reportedly experienced pulmonary embolism post limb detachment; however, the current status of the patient is unknown.